Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported issue was confirmed through the events log and duplicated during the functional check. The problem was isolated to transducer pt802 which failed. This issue was addressed by CAPA ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault on start-up that could not be cleared. The customer advised there was no patient involvement associated with this event.